Event description:
The tips of the suction wands are loose and coming off during operation or some are loose inside the packet.

Manufacturer narrative:
Additional lot # s112462; exp date: 11/01/2014. Device MFR date: 11/2011. Device eval summary: the subject device (8 ea.) Were returned to our facility on (B)(4) 2012. The devices were decontaminated and subsequently an investigation was initiated to determine the root cause of the complaint. This investigation is still underway at this time.